Event description:
The customer contact reported the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical department for a report of malfunction e630 (screw rotation error). No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device alarmed with an e630 (screw rotation error) error code. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device alarmed with an e630 (screw rotation error) error code. This report represents all the information known by the reporter upon query by hospira personnel.